Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the apollo microcatheter was returned for analysis inside a biohazard plastic bag, and a shipping box. Damage location details: the 3.0cm detachable tip was missing and not returned with the apollo microcatheter. No damage was found on the catheter body. No irregularities were found with the apollo hub. Onyx was observed inside the catheter hub and lumen. No other anomalies were observed. Testing/analysis: the apollo usable length was measured at ~163.5cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap length was measured to be ~1.12mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found not patent as it was occluded with onyx. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. The tip premature detachment can also be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. The root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an arteriovenous malformation, the tip of an apollo catheter prematurely detached prior to the injection of onyx. The vessel tortuosity was described as moderate. The catheter was flushed as indicated in the instructions for use, and no force was applied during removal. The detached tip remained in the vessel, and no surgical or medicinal intervention was required. There was no vasospasm. The patient outcome was reported as alive with no injury. No patient symptoms have been reported as a result of this event. The devices were prepared and flushed according to the instructions for use (IFU).

Event description:
Additional information was received that there was no kink or damage noticed on any of the devices.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.